Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a distributor found foreign matter inside the sterile package of two ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The reported foreign matter was discovered before use; therefore, no patient contact.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, inspection of unused product, quality control, and visual inspection of returned product was conducted during the investigation. Two catheters were returned. One was found to be non-conforming with the presence of foreign matter confirmed. The other did not appear to have any foreign matter present. The root cause was found to be manufacturing related. The complaint was confirmed based on customer testimony and returned product evaluation. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. However, this failure mode will continue to be trended. Due to the individual nature of packaging, one nonconformance does not indicate additional non-conformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field; however, this lot will continue to be monitored. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number.